Event description:
During hospitalization, neurologist signs of amorosis and blindness in the right eye occurred. It is unknown if this was related to the device. The outcome remains unchanged; therefore, the procedure resulted in a persistent or significant disability.

Event description:
Monocular vision loss in right eye continuing at 30-day follow-up

Event description:
This event was adjudicated and was determined to be a stroke.